Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not print. Once the programmer powered-up, it was determined that the stylus touch-pen was defective; disconnecting and reconnecting the stylus did not resolve the issue. The caller was connected with customer service to order a new stylus, and to call back if any issues were still present after it was received. The programmer will not be returned at this time. No patient complications have been reported as a result of this event.